Event description:
It was reported that a patient was hospitalized for peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). The patient experienced cloudy effluent as a result of the peritonitis. At the time of this report, the patient had not yet recovered from the peritonitis.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.